Event description:
It was reported that during an unk procedure, the device jammed at the start and would not work. The device jaws are stuck shut upon receipt in materials management. Unk how the case was completed. Unk if there were adverse pt consequence. Unk if device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.